Event description:
On (B)(6) 2024, a four year old patient, 18 kg, with a history of influenza b, bacterial pneumonia and covid, was placed on va ECMO with a nautilus oxygenator. On 28-jan-2024, the oxygenator was changed out for increased pressure gradient. This was reported as being a common practice for ECMO cases and the device was discarded. On 31-jan-2024, the oxygenator was changed out for increased pressure gradient. The clinician was under the assumption that oxygenators need to be routinely changed out and discarded the device. On 02-feb-2024, the oxygenator was changed out with a maximum delta p of 91 mmhg. Throughout the ECMO run, blood flows were maintained between 1 to 2 lpm and gas flows between 0.5-0.6 lpm. Pre-membrane pressures were 140-210 mmhg and post membrane pressures were 130-190 mmhg. At baseline the delta p was in the teens, trending into the 60's. Blood temperature was between 37.0-37.5 celsius throughout the ECMO treatment. The patient was treated with heparin and anti-xa levels were maintained between 0.3-0.6 per the hospital protocol. There was no adverse patient effect.

Manufacturer narrative:
The device was returned for investigation. Visual inspection confirmed a clot. Cause has not been established, investigation ongoing.